Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella support, the automated impella controller (aic) had a battery failure after starting. The aic was exchanged for another unit. There was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show battery failure alarm. The cause of the issue was use related (batteries were not engaged after transport).